Event description:
Consumer reports getting low false readings, very erratic and not close to how patient feels. Analysis run on clark error grid using mean avg. Reading (52) as ref. Point vs. Bd reading (32, 80) yielded data points in the d range of the grid, outside acceptable limits.